Event description:
Patient was revised to address alval/soft tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the united states.

Event description:
Asr revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left asr xl acetabular system. Reason for revision: alval/soft tissue reaction. Update from (B)(4) spreadsheet (B)(4) 2011: revision date, reason for revision, description added. Update- added sleeve taken from (B)(4) dated (B)(4) 2012. Update 24 apr 2015 dor (B)(6) 2011, added unk stem and querying details ((B)(4)).

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left asr xl acetabular system. Reason for revision: alval/soft tissue reaction. Update from (B)(6)¿s spreadsheet (B)(6) 2011: revision date, reason for revision, description added. Update- added sleeve taken from claimsuite dated (B)(6) 2012. Update 24 apr 2015 dor (B)(6) 2011, added unk stem and querying details (jb 24 apr 2015). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.